Event description:
This event was captured based on a review of the article, case report: a case of drug-induced interstitial pneumonitis by everolimus-eluting coronary stent. It was reported that this was a case study of one (B)(6) male patient who was hospitalized for diabetic ketoacidosis associated with subacute anteroseptal infarct. On (B)(6) 2011 the xience v, everolimus-eluting coronary stent was deployed in the chronic total occlusion lesion in the left anterior descending artery. Then, on (B)(6) 2011, he experienced episodes of fever, cough, and dyspnea. His chest x-ray and chest computerized tomography [CT] scan showed interstitial pneumonitis. Since various laboratory findings were negative for cardiac arrest, infectious diseases and malignant tumors, he was diagnosed with drug-induced interstitial pneumonitis. Since all oral medicines were prescribed 4 months before, the newly implanted xience v stent was suspected to be the most possible cause. Those symptoms were improved relatively rapidly with steroid therapy. The patient was discharged from the hospital on the 200th day of illness. It was also noted that clopidogrel was discontinued at the onset of the pneumonitis symptoms, since clopidogrel is also known to cause or contribute to pneumonitis. Clopidogrel was replaced with cilostazol. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of fever, dyspnea, inflammation and infection, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. (B)(4).